Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens, diopter -7.5, into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shoter length lens and the problem resolved. The cause of the event was reported as unknown.